Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, and h11. Additional event information received on 28-aug-2025 clarified that a prowler select microcatheter was not used in the case. Therefore, we are un-reporting the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx16mm no tip vascular reconstruction device (encr401600, 9403134) was impeded in the middle section of a prowler select plus 150/5cm microcatheter (606s255x, 31537082) and could not advance any more. The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. There was no patient injury reported. Additional event information received on 21-jul-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The i0 minutes procedural delay did not result in a patient adverse consequence.